Event description:
The lead was returned to the manufacturer after being explanted due to an unrelated infection, was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned in segments, was analyzed and analysis noted the outer insulation had a breached depression. It was noted that all conductors were distorted, all conductors were cut, there was blood/body fluid on all conductors (not obstructed), the outer insulation was kinked/buckled, all insulators were breached cut, the outer insulation was breached cut, had a white substance and cosmetic depression.